Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged that the battery cap was not able to be attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/12/2014 - device evaluation:the battery cap has been returned and evaluated by product analysis on 06/09/2014 with the following findings:a test pump was used to complete the investigation of the battery cap. The battery cap was able to be fully secured to the test pump. No power losses occurred during investigation. The battery cap was able to be removed with no issues and the battery cap threads were intact. The battery cap contact height and width measurements were found to be within the required specifications. The complaint that the battery cap was not able to be attached to the pump was not able to be duplicated during investigation. No defects were found.